Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pin came out of the instrument and lodged in the pt's knee. It was not discovered until pt was in the recovery room, pt was taken back to surgery to remove.